Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). -product review of the electric dermatome serial number (B)(6) by flextronics on 19 march 2020 revealed that the plug harness¿ insulation was damaged, the motor was corroded, and the device failed the voltage test. -repair of the device was performed by flextronics on 19 march 2020 which included replacement of the spring seal, plug harness assembly, and motor. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. -review of the device history record(s) identified no deviations or anomalies during manufacturing. -device is used for treatment. -a definitive root cause cannot be determined. -no corrective actions, preventive actions, or field actions resulted after investigation of this event. -the event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the wire at the connection of hand piece is exposed. There was no impact to customer or patient as a result of this malfunction.